Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿a buzzer failure.¿ the unit was triaged and the reported issue could not be confirmed at this time. Although the technician confirmed the unit showed a buzzer error, the audio tones were still audible at full volume and when the buzzer was inspected under magnification, there were no anomalies. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an issue with the enteral feeding pump. The buzzer failed.